Manufacturer narrative:
(B)(4). This incident was originally assessed as a malfunction, which was captured in the quarterly report exception (B)(4) in 2010. However, during a routine complaint data review, we choose to take a more conservative approach and this file was reassessed and determined to be an MDR reportable event.

Event description:
Procedure type: open lar w/colorectal anastomosis with extensive lysis of adhesions w/diverting loop ileostomy and small bowel resection. Pt gender: unk. According to the reporter: the roticulator "misfired" it did not deploy any staples at all according to the surgeon. They used the purse-string then the eea. One of the donuts was perfect and the other was thin on one side, they ended up doing a diverting loop ileostomy. The anastomosis was tested and did leak.